Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number and the system hazard and user misuse analysis. The DHR (device history review) for the sterrad nx system ((B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad nx did not reveal a trend for damage to customer device. Trending analysis for damage to customer device issues associated to the sterrad nx did not indicate a significant trend. The shuma (system hazard and user misuse analysis) is reported to be a score of 4 or "broadly acceptable risk". The sterrad nx was not inspected following the incident; the last service was (B)(4), 2010. The customer stated the sterrad nx was performing within specification. Product was not returned to asp for investigation. The mdm (medical device manufacturer) of the scopes lists the sterrad nx as an approved method of sterilization. The asp sterrad sterility guide did not show those scope models as recommended for sterilization as of (B)(4), 2010. The root cause of the damage device cannot be determined at this time. Asp sent a notice of the incident to the manufacturer.

Event description:
An international customer reported damage to the colored indicators/seals around the eye piece of the hopkins ii 0 degree and 30 degree storz ent scopes over time. They are concerned it may be associated with reprocessing in the sterrad nx. The damage was described as "bubbled or melted and the material easily chipped off" after processing. The customer uses ecolab detergent on the scopes. The customer stated that the scopes are approximately two years old, but could not confirm the number of times these scopes have been reprocessed in the sterrad nx. The customer stated that the sterrad nx is performing within specifications and was last serviced in (B)(6) 2010. The customer did not report any human injury due to this event.

Manufacturer narrative:
Concomitant devices: hopkins ii 0 degree & 30 degree storz ent - part and serial number unknown; ecolube detergent - part and lot number unknown. (B)(4) - damaged device, bubbled, chipped off. The sterrad nx, user's guide warns: know what you can process: before processing any item in the sterrad sterilizer; make sure you know how the sterrad sterilization process will affect the item. Read, understand, and follow the medical device manufacturers' instructions for their products. The foldout chart in this guide lists the certain types of items and materials that can be safely processed in the sterilizer. This guide is not intended to replace any medical device manufacturers' instructions. If you have questions, or if you are in doubt about the materials in your devices, contact the medical device manufacturer or your asp customer representative for more information. The medical device manufacturer (mdm) advised the customer that the scopes can be processed in the sterrad nx and the customer is waiting for mdm evaluation of the damage.